Manufacturer narrative:
The initial reported event of fracture with inappropriate shock was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleges that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury." The lawsuit further alleges the lead is "defective." A lawsuit alleged that the lead was fractured and explanted. It was further reported that the pace/sense portion of the lead was capped and replaced with a new pace/sense lead. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event.